Event description:
It was reported that the patient's device settings were identified to be at settings indicative of a faulted diagnostic test. The physician identified the settings during the physician's first visit with the patient. The patient reported that her previous physician was retired and that the physician was unknown. The new physician reprogrammed the device settings and plans to see the patient in follow-up. No additional relevant information has been received to date.